Event description:
The surgeon was attempting to use the device during a mediastinoscopy. The surgeon fired the first clip, but subsequent clips remained lodged in the instrument and would not fire. The clip applier was removed from service at that time. There was no harm to the patient.